Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A review all of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the presence of blood stains inside the device. The clamp was dried and cleaned. A sealing and a covered bearing were also installed and the issue could be solved. As root cause dried fluid on electrical components, i.e. "Fluid/ moisture ingress" was identified. The cause for the fluid entrance might be due to use condition / cleaning at customer.

Event description:
Livanova received a report that a s5 erc tubing clamp / 500mm triggered an error code related to the tubing clamp motor during priming. There was no patient involvement.